Event description:
It was observed that during the device evaluation, the high flow insufflation unit setting value of the pressure light-emitting diode displayed a chip in the front panel, the proportional valve was not good which caused secondary tube leakage, and the solenoid valve was not good, which caused abnormal noise during pressure release. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure which is an expected or random component failure without any manufacturing defects. The setting value of pressure light-emitting diode displayed at the front panel being chipped was due to usage stress or external factors. The proportional valve not being which caused secondary tube leakage was due to either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The solenoid valve not being good, causing abnormal noise during pressure release was due to some form of stress such as damage or deterioration of components during handling which compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.